Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac defibrillator exhibited under-sensing during a ventricular fibrillation episode. Programming changes were successfully made. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received noted that the implantable cardioverter defibrillator was explanted and replaced. There were no patient consequences reported.